Manufacturer narrative:
During the eval of the device at the MFR's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board and blower motor will be replaced to address the issue. Device has been evaluated but not yet repaired.

Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.